Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Process evaluation: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, and the lens was noted to be torn. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. The reporter stated the cause of the event was due to a loading error.